Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for evaluation and the customer's allegation was confirmed, the image is off-centered due to a defective charged coupled device (ccd). Moreover, findings of a failed leak test as a result of a crack on the video connector and kinks/pinhole on the cable were discovered. A device history review revealed no issues that could have caused or contributed to the reported issue. A definitive root cause cannot be identified. However, based on the results of the investigation, it is likely that the component failure led to the malfunction which is expected or random component failure without any design or manufacturing issue. To mitigate the risk/harm to the patient, the instructions for use provides the following: "before each case, prepare and inspect this camera head as instructed below. Inspect other equipment to be used with this camera head as instructed in their respective instruction manuals. Should any irregularity be observed, do not use the camera head; contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage." "If an abnormal endoscopic image/function occurs and returns to its normal condition by itself, the equipment has malfunctioned. In this case, immediately stop use and slowly withdraw the endoscope from the patient. Continued use of such equipment may cause more severe damage to the equipment and/or patient injury, such as bleeding or perforation". Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that the high-definition camera head has an image issue, "cannot see full picture". The problem was found during an unspecified event. There were no reports of patient harm.